Manufacturer narrative:
Implant date and explant dates were not provided. If the requested information becomes available, a supplementary report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, there was an implant dropped from the implant driver.